Event description:
The tech alleged the head hilow is drifting slow into trendelenburg position. No pt impact.

Manufacturer narrative:
The tech replaced the head hilow valve and the issue remained. The tech replaced the emergency trendelenburg manual valve to resolve the issue.